Event description:
The customer contact reported a suspected operator error in programming the device, which resulted in the pt receiving more medication than intended. The pump was programmed to deliver dilaudid 1mg/ml. No further programming parameters were provided. After an unspecified length of time, the nurse "went back and rechecked the history and the concentrations were set for 0.1mg/ml." The pt reportedly, "became over sedate, and the nurses just shut off the machine." There were no reported advese pt effects. No medical interventions were required. The pump was not isolated or identified by serial number. The customer contact reported that it is believed this was, "probably staff error but can't prove it." Though requested, no additional info was provided.